Event description:
It was reported that during a thermal ablation procedure the balloon lost pressure. This occurred seven minutes into therapy and the unit shut off. Upon removal of the catheter, a leak was noted in the balloon. The dr did a hysteroscopy and felt that the therapy performed was adequate. The dr also stated that there was no adverse pt consequence.

Manufacturer narrative:
Conclusion: the return of the product upon which this medwatch is based is anticipated.